Event description:
The customer reported that the system displayed a generator communication error and the system stopped producing x-rays. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The gib pcb, fluoro function board and power supply ps1 were evaluated and replaced. The ps1 was adjusted to 515vdc and the flash was reloaded. The system was calibrated, tested and found to be working as intended and returned to service.